Manufacturer narrative:
The lead was not returned to saluda for analysis. The root cause of the reported event cannot be definitively determined due to insufficient information. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "breakage of the lead, or malfunction or failure of other system components, which may result in undesirable changes or loss of stimulation and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the medwatch report was provided without information for section a and section e. Device details were not provided, d1 - evoke 12c percutaneous lead kit - 60cm (us) and d4 ¿ 101345 have been used as placeholders. Required fields may be unpopulated because the information is unavailable and additional information cannot be obtained as the initial reporter elected not to be identified.

Event description:
It was reported in medwatch: mw5177282, that a patient implanted with an evoke spinal cord stimulation (scs) system underwent a revision procedure during which the saluda lead was removed because it was assessed as defective.